Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the touch screen for the s5 double head pump changed pages on its own. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure, the touch screen for the s5 double head pump changed pages on its own. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the touch screen for the s5 double head pump changed pages on its own. There was no report of patient injury. The faulty touch screen was returned to sorin group (B)(4) for investigation. A visual inspection of the returned device confirmed the issue and it was determined that the issue was caused due to liquid penetration into the touch screen. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. This is a known issue and CAPA (B)(4) has already been opened to address this issue. Change order (B)(4) has already been implemented as a correction.